Event description:
It was reported that using a femoral artery access site approach during a procedure of the mildly tortuous, moderately calcified, 90% stenosed, de novo, mid left anterior descending (lad) artery, after pre-dilatation with a 1.5 x 8 mm balloon dilatation catheter (bdc) at 10 atmosphere, the 2.5 x 28 mm xience v stent was implanted; however, a distal edge dissection was noted. A 2.5 x 18 mm xience v stent was used as treatment. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.